Event description:
It was reported that this right atrial lead was surgically repositioned due to a heart wall perforation caused in an unknown location. This issue was confirmed with a computed tomography scan. No additional adverse patient effects were reported.